Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and refractive surprise. Reportedly, 'residual hyperopia +1.5 (-0.75 at 15º)'. In a separate surgery the lens was exchanged with a shorter length lens and the problem was resolved.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search- no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).